Manufacturer narrative:
Results: the customer returned both the exit alarm floor sensor mat and the 8350 keepsafe fall monitor alarm. During testing of both the alarm and the floor sensor mat used together, it was found that when weight is applied to the floor sensor, the alarm sounds as expected. However, when the sensor cable on the floor sensor mat is moved, the alarm unit does not sound when weight is applied to the floor sensor mat. When the floor sensor mat was tested with a known working alarm, the results are the same. Observed the green wire inside rj-11 cable is broken. The customer's alarm was tested with a known good 8250l exit alarm floor sensor mat and alarm passes all tests. (B)(4).

Event description:
Customer reported when the alarm is in use with the sensor and the pt steps on the sensor, the alarm is not sounding. Customer was not sure which product had the issue. The customer could not provide a date when the issue was found. No pt incident or injury was reported.